Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's wake button was not working. The customer's blood glucose (bg) level was 301 mg/dl and insulin injections was used to address the high bg level. The customer reverted to insulin injections to manage diabetes.